Manufacturer narrative:
(B)(4). Event date - unknown date in 2012. Concomitant medical products: unknown cup, unknown head, unknown liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after an initial total hip arthroplasty, it was found in post-op x-rays the patient had a femoral fracture. The patient was returned to the operating theater where the stem was revised and the fracture was fixed with cables. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No devices or photos were received; therefore the visual inspection was not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history search was not performed. Compatibility check could not be done with the available product information. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.